Manufacturer narrative:
Patient¿s weight was not provided. Event date is an estimated date. Actual date was not provided. Approximate age of device ¿ 1 year and 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported on (B)(6) 2015 that the patient was admitted to the hospital the previous week due to hemolysis, and subsequently underwent a pump exchange on 05/09/2015. No specific information was reported.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. The pump was returned assembled with the driveline cut approximately 3¿ from the pump housing and the distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned detached from the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the pump upon disassembly revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. Although the origin of this deposition could not be determined, its areas of slight denaturation suggest that it was present while the pump was supporting the patient. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient¿s hemolysis. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information: the user facility number was not provided. The intermacs identifier is (B)(4).

Event description:
Additional information was received from the intermacs registry indicating: the patient was admitted with an ldh of 1086. Shortly after admission the patient experienced stroke like symptoms including a frontal headache mild dysarthria, left facial droop, and mild drift with the left arm when attempting to hold it up. There was no evidence of embolic event on CT, it was felt it could possibly be a thrombo-embolic event due to the current pump thrombosis. On (B)(6) 2015, a head CT shows mca infarct and right frontal convexity suggesting subarachnoid hemorrhage; the patient's neuro status remained stable. Additional information was also provided: did patient experience a thrombus event (suspected or confirmed): yes. Thrombus event: signs or symptoms: hemolysis; stroke. Malfunction component: pump; pump body. Device malfunction: yes. Patient outcome: exchanged. Device malfunction causative factor: no cause identified.